Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a patient implanted with a pipeline vantage had thrombosis 48 hours after initial treatment. The patient was undergoing surgery for treatment of a fusiform, unruptured basilar aneurysm. The landing zone was 2.2mm distally and 3.2mm proximally. It was noted the patient's vessel tortuosity was moderate. Dapt (dual antiplatelet treatment) was administered (aspirin + prasugrel). The angiographic result post procedure was tici 3. It was reported that the patient had initial treatment of a basilar aneurysm with a ped3-350-14 without any issues and good angiographic result. Patient under aspirin and prasugrel with good responder status. After 48 hours, they showed typical signs of an acute ischemic stroke. Angio performed showed complete occlusion of the ped3. Aspiration of the thrombus was not possible. Decision to start with aggrastat (bolus IV) and then continuing the maintenance dose for 4 days. No big infarcts were visible in magnetic resonance tomography (mrt). Patient was still intubated on ICU. Extubation is planned for the coming days. The pipeline was used for an indication that is approved (on-label). The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received reporting that the patient is still intubated and severely affected, in a rehabilitation center now. Symptoms experienced related to the thrombosis/occlusion were listed reported to be "n/a". The cause of the event was not determined. The patient was responder initially and well prepared for the treatment.